Event description:
A customer contacted beckman coulter, inc (bci) regarding a false negative (-) total bhcg (tbhcg) result for one pt and an erroneously elevated troponin (accu tni) result for another pt generated by the synchron lx I 725 instrument. Pt a: tbhcg result was 2.0miu/ml. Pt b: an accu tni result was 2.04 ng/ml. Both results were reported out of the lab and questioned by the physicians as not fitting the clinical picture of the pts. The samples were re-tested on a different instrument in the customer's lab and following results were obtained: tbhcg result was 161 miu/ml. An accu tni result was 0.08ng/ml. Amended reports were sent for both pts. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. No errors or messages were posted to the event log during the run. Per customer, the initial run on the lx I 725 analyzer was performed through the closed tube accessing (cta) system. A field service engineer (fse) was dispatched to the customer's lab: the fse performed volume check and found main pipettor volumes were out of specifications and some rvs were full of bubbles. The fse cleaned dried wash buffer residue on precision pump valves. The fse removed precision pump to replace seals and found precision spring broken into three pieces. He replaced pump spring and seals, and then performed priming. The fse repeated volume checks with good results. The fse performed diagnostic and qc testing and all results passed within specifications. The fse verified the instrument's performance per established procedures. Based on available info, customer reran a random sampling of some pt specimens going back to passing qc and all samples reproduced with the exception of the results for pt a and b. Pt samples were re-tested and pt treatment was not affected in this event. Due to the potential for this event to recur unknowingly, there is a potential that a pivotal assay could be erroneously reported and treatment decision may be affected. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.